Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient did not report any signs or symptoms associated with the infection of her wounds. She was seen in the office by dr. (B)(6) on friday, (B)(6) and reported that her wound looked infected. He saw her again on monday, (B)(6) and determined her scs system would be explanted due to infection of her incisions. Patient did not report any external factors that contributed to the issue. The patient was seen for wound checks by home health and in the physician's office several times after explant. Once the incisions look infected, it was determined her implant would be explanted. The spinal cord stimulator and leads were both explanted. The issue was reported to be resolved.